Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described the patient made a mistake/had a touch contamination, did not wear a mask, and did not clean the exchange area prior to starting peritoneal dialysis therapy. It was also reported the patient microwaved the pd solution bags. The peritonitis was manifested by abdominal pain, nausea, diarrhea, vomiting, and cloudy effluent. The patient was not hospitalized for the peritonitis event, but did visit the emergency room for the event on the day of onset. Beginning on the day of onset, the patient was treated with vancomycin 2 grams intraperitoneally (frequency not reported) and fortaz (route, dosage, frequency, and duration not reported) for the peritonitis event. After the initial vancomycin treatment on the day of onset, that therapy was changed to vancomycin 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis event and on an unknown date in the same month as the peritonitis onset, treatment with vancomycin was discontinued. Treatment with fortaz was reported to be ongoing at the time of this report. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event and on an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.